Event description:
A peritoneal dialysis patient reported that he was admitted to the hospital due to fluid retention related to the cycler not draining him. A follow up call was made to the patient's peritoneal dialysis nurse who confirmed the patient was admitted to the hospital for two or three days for fluid overload. The patient received pd therapy in the hospital without complications. The patient's nurse reported retraining was done in the clinic and the patient completed treatments in the clinic without any drain issues. A home visit was also done, and the nurse believed that the patient was clearing the alarms on the cycler without correcting the issue. The patient's bed was too low which wa contributing to the drain issues. The patient continues on peritoneal dialysis with no further complications since re-training was done. Medical records were requested and are not available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of any physical damage. A simulated treatment was performed and completed without any failures of problems. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycler 1. The weighed and programmed displayed fill values were within tolerance, the valve actuation test passed and the system air leak test passed. There was visual evidence of dried fluid under pump "a" and "b" mushroom head. The cause of the observed dried fluid could not be determined. The reported symptom lf33 (dc drain complication encountered) was not confirmed with testing. The reported symptom lf29 (dl drain line is blocked) was not confirmed with testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.